Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter connector was unconfirmed because the product appeared to function as intended. The product returned for evaluation was four photographs and one segment of digital video which depicted a 4fr s/l groshong catheter. One photograph depicted a catheter in its tray. The remaining three photographs depicted the stylet flushing connector. A syringe was attached to the connector. The video segment depicted the stylet flushing connector while the catheter/stylet appeared to be inserted in the arm of a patient. The stylet connector was being flushed using a syringe, and clear infusate was visible exiting the connector cannula. The stylet flushing connector appeared to be functioning correctly in the submitted video and photographs. The event description and submitted video/photographic evidence suggested that the stylet was left in place following catheter placement and the stylet connector was used to access the catheter. The stylet assists in device placement and is intended to be removed so the catheter can be assembled with the two-piece connector. The product instruction for use include guidance pertaining to stylet removal and catheter/connector assembly.

Event description:
It was reported that doctor had placed a groshong PICC on (B)(6) 2021, he find some resistant during pre-flushing on the connector but with some pressure that clear, so he placed the line but today ((B)(6) 2021) when they infuse some drug they find the catheter is leaking so they removed the catheter.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refp3251 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that doctor had placed a groshong PICC on (B)(6) 2021, he find some resistant during pre-flushing on the connector but with some pressure that clear, so he placed the line but today ((B)(6) 2021) when they infuse some drug they find the catheter is leaking so they removed the catheter.